Event description:
PICC catheter was placed without difficulty in 9-yr-old child. As soon as dressing was applied, child complained of stomach discomfort and had moderate amount of emesis. Reaction was sudden. Line irrigated with normal saline solution.